Event description:
Swan ganz cco/vip was placed through the cordis introducer. When the pulmonary artery line was flushed, fluid came out of the central venous pressure port on the catheter. When the central venous pressure line was flushed, fluid came out of the pulmonary artery port on the catheter. The anesthesiologist removed the line and placed a new one that functioned properly.